Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code recurs.